Event description:
Related manufacturer reference number 2017865-2021-27669. It was reported that the patient presented to the emergency room with phrenic nerve stimulation. Interrogation of the patients atrial and right ventricular (rv) leads via chest x-ray confirmed dislodgement. Temporary programming changes were made. Atrial lead had no capture and rv lead had high capture outputs with small r waves. The atrial lead was repositioned successfully. Rv lead was explanted and replaced due to helix issue. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.